Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, lot# 0209715872, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 97791, product type: accessory. Device analysis for lead 0209715872 revealed the lead body conductor broken at the injex anchor site. Conductors #2-#7 were broken 26.5cm from the distal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via the company representative (rep) that the lead broke after a short time and there were high impedances. No external factors contributed to the event. Troubleshooting was performed, impedance measurement directly on the lea d. The lead was replaced. The issue was resolved at the time of this report. No symptoms were reported. The patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.